Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca). Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on an 80% stenosed, de novo lesion located in the mildly tortuous proximal rca. Following predilatation, a 4.00 x 16 synergy stent was deployed in the rca. It was noted that difficulty operating the device occurred. Following deployment, a proximal edge dissection was noted in the proximal part of the stent. A 4.00 x 12 synergy stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported, and the patient was reported to be stable following the procedure.